Event description:
Additional information was received that indicated that the product analysis was completed on the generator. Results of diagnostic testing and monitoring indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was initially reported in clinic notes that the patient has been having an increase in seizure frequency, unknown if above or below pre-vns baseline. It is unclear if this is related to vns since the physician was discussing all the stressors in the patient life when it was mentioned. It was also reported that the patient was experiencing shocking pain that does no correlate with the stimulation cycles. The painful stimulation is in her left chest and neck. Turning the generator to an output of 0 ma did not stop the pain but placing the magnet over the generator reported to stop the pain. X-rays were taken that did not show any lead breaks or kinks in the lead. The x-rays were not provided to the manufacturer for evaluation. Diagnostics were within normal limits. The patient was sent to a surgeon for evaluation. It is unknown what the plan forward will be in regards to the painful stimulation. (B)(4) attempts for more information have been unsuccessful to date.

Event description:
Additional information was received regarding the patient. A response was received from the physician, but did not have any information about the increase in seizures. The patient reported "shooting pain" into her chest that was occurring intermittently. The generator was programmed to 0 ma and later had the magnet placed over the generator to ensure it was disabled, but the pain still occurred with both adjustments. X-rays were taken but there were no lead breaks or damage to the lead seen. The generator was turned back on and she could feel stimulation and said it felt the same as the pain she experiencing with the generator turned off. There was no trauma or manipulation to the area. The patient had a generator replacement and the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not occurred to date.